Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation

Event description:
It was reported by the customer 20g x .75in mediport leaking chemo. Staff discarded the mediport since it had chemo on it. Cracked at connection of tubing and safety device. No other information was provided. Additional information received 15 february 2024: no injury, but patient was moved to a different room since chemo leaked onto the floor.

Event description:
It was reported by the customer 20g x .75in mediport leaking chemo. Staff discarded the mediport since it had chemo on it. Cracked at connection of tubing and safety device. No other information was provided. Additional information received (B)(6) 2024: no injury, but patient was moved to a different room since chemo leaked onto the floor.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.